Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient developed a hematoma around the battery site and was experiencing discomfort at the ipg site. The midline incision was also not healing properly. The area was drained and incision closed. Therapy restored post-op.